Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Examination of the returned device confirmed the reported event. The noted damage/wear is consistent with device wear out through high cycle use and servicing in the field and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. It was reported that the femoral trial was loose than usual after cutting bone with the a/p resection guide sm+ (p/n: 900135000) during the tka surgery on (B)(6) 2019. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. The complaint sample consisted of (1) 900135000 lcs cer fem a/p resc gd sm+. The returned devices were assigned to depuy warsaw commercialized product development (cpd) for non-destructive evaluation. Depuy cpd reports: a review of the returned resection guide was conducted. The overall appearance of the device is indicative of heavy usage. Measurements were taken by the metrology department on the slot. Out of the 9 total measurements taken, 6 were out of spec. The length of the slot was measured in 3 spots and were all within spec. The width of the slot was measured in 6 spots and were all out of spec. It is confirmed that the lcs glacier ceramic a/p femoral resection guide slot width was out of spec by a maximum of .0007¿. However, it is not unexpected for cutting guide slot dimensions to grow over time due to the wear/tear that is initiated from the interaction with the cutting blades. Whether or not the device was out of spec at the time of manufacture cannot be confirmed from the information provided. See attachment ¿product development investigation¿ for full evaluation details. In order to determine if a product related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found an addition report against the provided product code 900135000; however, there have been no reports related to the cutting guide slot dimensions out of spec. Conformation of whether the device was out of spec at time of manufacture is inconclusive, however based on the overall damage/wear observed on the cutting guide, the root cause is attributed to device wear out through high cycle use and servicing in the field. Based on the root cause determination of device wear out, no broader investigation or corrective action was found to be necessary. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. The noted damage/wear is consistent with device wear out through high cycle use and servicing in the field and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Examination of the returned device confirmed the reported event. The noted damage/wear is consistent with device wear out through high cycle use and servicing in the field and the investigation did not establish a need for corrective action. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral trial was loose than usual after cutting bone with the a/p resection guide sm+ (p/n: 900135000) during the tka surgery on (B)(6) 2019. The surgery was completed without a surgical delay and there was no adverse consequence to the patient. We obtained the investigation request whether size of the a/p resection guide in question was defective originally or not. No further information is available.